Event description:
Ous MDR - it was reported that approx. 3 months after the implantation an impedance increase was noted. Noise was seen in ECG during the revision while applying mechanical stress. Furthermore the insulation was damaged. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the analysis of the lead, multiple signs of abrasion could be seen along the lead. Especially about 26 cm distal of the is-1 connector pin, the lead body was massively damaged by squashing. In this area, the insulation was wrinkled, and the outer conductor helix was fractured, which was confirmed by the electrical analysis. This damage manifestation can with high probability be regarded as the cause of the clinical complaint. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The visual inspection also showed cuts in the lead body that are a result of the explantation process. Blood had entered the lead at this site. During the mechanical analysis, a mandrin could only be inserted into the lead for 26 cm. For that reason, the fixation mechanics could not be checked. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.